Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure within the usm.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system presented a failure in arm 3 but did not indicate any failure number. The customer noted that when they turned on the system at 6:30am and performed the tests, it worked perfectly. The assembly was successfully completed. However, at 8:29 am, arm 3 started making a malfunctioning noise. The technical service engineer (tse) instructed the customer to shut down the system and perform an emergency power off (epo). After restarting the system, arm 3 continued to have problems and indicated that there was no space to perform the self-test. The system was shut down again, and upon restarting, it indicated failure 1162 in arm 3. The medical team decided to deactivate arm 3 and proceed with the procedure. The procedure was completed with no reported injury.